Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs and relevant clinical information were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported, approximately 8.5 years post initial right tka, the 72 y/o female patient had a revision due to recall tibia liner and loosen femur. Patient was revised to a constrained size 2, right femur 16 x 80 stem with an h 32 small cone and a size 9 tibial insert cc. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation.

Manufacturer narrative:
Section d10: concomitant products: logic tibia ps mod insrt sz 2 9mm (cat# 02-012-35-2009 / serial# (B)(6) - recall - z-0021-2022. Lgc tibial fit tray cem sz 2f / 1t (cat# 02-012-45-2010 / serial# (B)(6)). Fluted stem extension 25l x 14 mm (cat# 204-34-02 / serial# (B)(6)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). Tibial stem ext. Screw (cat# 204-70-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.